Event description:
Affected side is the right. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a, d4, g1, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "broken implant." The device remains implanted.